Manufacturer narrative:
The ge service rep replaced the power supply. Also the alarm ceased before arrival of the service engineer. He measured the voltage at the workstation isolation transformer secondary. The voltages measured out of tolerance. He adjusted the transformer strapping. The voltage on secondary now checks good. The system is operating as intended.

Event description:
The customer reported that the system is alarming - very shrill alarm. The problem started once before one month ago and then it started doing it again. Also the workstation input voltage alarm was activated. Additionally, there was a problem with the vertical column.